Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent initial hip arthoplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2015 due to a malpositioned cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported patient underwent initial hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2015 due to dislodged cup.